Event description:
The report received from the study indicated that after the patient's study index procedure, the pt had hyperthermia the day after the procedure that was treated medically. This adverse event was reported to be unrelated to the study procedure/devices. Review of the database info indicated that the pt had a previously implanted cypher select 2.5 x 13 mm stent that had restenosed. The stent was implanted in the proximal left anterior descending (lad) target lesion approximately five months before inclusion in the study. The restenosis was treated by implantation of an additional cypher select plus 3.0x13 mm stent.

Manufacturer narrative:
The indication for the procedure was silent ischemia/ECG stress test. The pt was found to have two-vessel disease and had two lesions treated during the procedure. No staged procedure was planned. The patient's left ventricular ejection fraction was not provided. Lesion #1: the target lesion was the proximal circumflex. The lesion was reported to be: de novo, 3.0 mm vessel diameter, 7 mm length, a 60% stenosis, and type b1. A cypher select plus 3.0 x 13 mm stent was implanted at 12 atm via direct stenting. The residual stenosis was 0%. The flow pre and post-procedure was timi 3. A satisfying result was obtained. Lesion #2: the target lesion was the proximal lad. The lesion was reported to be: a restenosis of a previously implanted cypher select stent, 3.0 mm vessel diameter, 7 mm length, a 60% stenosis, and type a. A cypher select plus 3.0 x 13 mm stent was implanted at 12 atm via direct stenting. The residual stenosis was 0%. The flow pre and post-procedure was timi 3. A satisfying result was obtained. The pt was discharged the day after the procedure. There were no reported procedural complications, or device deviations. The pt was reported to be asymptomatic and continuing his medical regimen at the one and six-month follow-up. The pt reported having coronary angiography done four months after the index procedure that was not followed by re-pci. This report is for one product with two possible product lot numbers. Please note that device is distributed outside the united states, however it is similar to the united states product. For lot# i0806188, the manufacture date is 8/2008 and the expiration date 2/28/2007. For lot# i1006043, manufacture date 10/2006 and the expiration date 3/31/2007. The product is not available for eval and testing. A report received from the study indicated that one of two lesions treated during the patient's study index procedure was a restenosis of a previously implanted cypher select 2.5 x 13 mm stent. The stent was implanted approximately five months prior to inclusion in the study in the proximal circumflex. The restenosis was treated by implantation of a cypher select plus 3.0 x 13 mm stent. The pt is a male. The patient's medical history includes: previous percutaneous coronary intervention, past smoking and peripheral vascular disease (pvd). The patient's age and medical history/risk factors put him at increased risk for mace. The pt was found to have two-vessel disease and had two lesions treated during the procedure. No staged procedure was planned. The patient's left ventricular ejection fraction was not provided. The pt had two lesions treated during the procedure. The proximal lad was treated by implantation of a cypher select plus 3.0 x 13 mm stent and the proximal circumflex was treated by implantation of an additional cypher select plus 3.0 x 13 mm stent. The results were reported to be satisfactory. The pt was noted to have had a slight fever post-procedure that was treated medically. There were no reported procedural complications, or device deviations. The pt was reported to be asymptomatic and continuing his medical regimen at the one and six-month follow-up. The pt reported having coronary angiography done four months after the index procedure that was not followed by re-pci. The device remains implanted in the pt and is not available for inspection. Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance. Restenosis is a known complication of coronary stenting. Based on the available info, there are possible pt factors (age and previous percutaneous coronary intervention, past smoking and peripheral vascular disease) that may have contributed to the event. Please note that this is the initial/final report for this product.